Event description:
It was reported that the user experienced a low blood glucose of 43 mg/dl on the first day of ilet pump use after a meal announcement for plantain and chicken, and the user believed the pump delivered too much insulin. Symptoms included hypoglycemia. Outcomes included resolution with oral carbohydrates, including juice and a cookie, and no hospitalization. Troubleshooting and education were provided, including guidance that glucose may fluctuate during initial pump use and information on compatible sensors. Investigation included complaint intake and user counseling. Investigation of this case revealed no device malfunction reported and an unclear cause for hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.